Event description:
The customer contact reported that the ac power cord was melted. While the device was in an empty room and plugged into ac, it was reported the device started smoking. The plastic housing where the ac cord exits the pump was reported to be melted and the device was "black" from smoke. The device was sent to the biomedical engineering department. The back of the pump case was removed and the wires "in back" were melted and the "ground and hot wires were melted into the power cord." Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.